Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-11 investigation summary: nine photos and a box containing 3ml syringes (p/n 301073) were received. The box was visually evaluated. Both in the photos and on the physical sample the box was observed to be heavily damaged in several areas, particularly in the location where a label would normally be applied. It was unclear due to the heavy handling of the box if a label had been present at some point or not. However, an what appeared to be an outline of the label could also be seen in one of the photos where the box was damaged in two bottom corners. It was unclear if the damage occurred during the manufacturing process or during shipping. Due to the condition of the box both as seen in the customer photos and the physical sample the following was unable to be definitively determined: 1. If a label had been present on the box at one point and been removed. 2. If the box was damaged at the manufacturing site or during shipping / at a distribution center. 3. If shipping / box damage had caused the label to be removed. 4. If the label had been placed on the box in the first place. In june 2021, a label verification of all boxes of completed pallets for bulk non-sterile product was implemented. This batch was produced in july 2021 with all verifications performed per the batch records. The defects could not be confirmed to have originated at the manufacturing plant, therefore root cause could not be established and corrective actions are not necessary.

Event description:
It was reported that the box of bd luer-lok¿ syringes had no label on it. The following information was provided by the initial reporter: "the lot 1179882 has 1 box with no identification on it. I cannot verify that this is the correct item or lot."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the box of bd luer-lok¿ syringes had no label on it. The following information was provided by the initial reporter: "the lot 1179882 has 1 box with no identification on it. I cannot verify that this is the correct item or lot."